Event description:
Healthcare professional reported right side implantation of seri on (B)(6) 2014 during mastopexy surgery. Post-implantation, patient presented on (B)(6) 2014 with a "sterile abscess". Treatment included removal of the device on (B)(6) 2014, and upon explant, the device was found to be "not at all" incorporated with the patient's tissue. The device is unavailable for return.

Event description:
Healthcare professional reported right side implantation of seri on (B)(6) 2014 during mastopexy surgery. Post-implantation, patient presented on (B)(6) 2014 with a "sterile abscess". Treatment included removal of the device on (B)(6) 2014, and upon explant, the device was found to be "not at all" incorporated with the patient's tissue. The device is unavailable for return. The healthcare professional reported additionally that the patient experienced "purulent drainage".

Manufacturer narrative:
The events of inadequate tissue ingrowth and abscess are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for this event. The physician discarded the device when it was explanted and it is no longer available for return. Therefore, allergan will not receive the device and no analysis or testing will be done. These events are being reported because medical intervention was required, although device-relatedness has not been established.